Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a drug eluting stenting treatment procedure, a stent dislodgement occurred. The 2.25x32mm taxus liberte atom was pulled from the protective hoop and the stent came off of the delivery system. The procedure was completed with another of the same device with no harm to the pt. The pt status is listed as ok.